Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: device history review could not be performed as no lot code was provided and no lot code could be observed on returned device. Visual inspection confirmed cage was not returned intact. Cage was confirmed to be fractured/broken. Only part of the cage was returned. The other half of the cage was not returned. Deformation on the insertion hole likely due to the force used to attach the inserter and/or caused during manipulation when inserting the implant. Functional and dimensional inspection not performed as device is fractured and this cannot be assessed. Conclusion: a plausible root cause is user related likely due to excessive impaction force used during insertion.

Event description:
It was reported that, peek spacer was used for a tlif procedure between l5-s1. After insertion the physician used the impactor and mallet to properly place the implant in the interbody space. While trying to put the implant in the optimal position, the peek spacer broke in half. Half of the peek spacer was removed and the other half was left in due to the potential complications of removal. The physician proceeded to implant an additional peek spacer of a shorter length to accomplish the desired implant footprint.

Event description:
It was reported that, peek spacer was used for a tlif procedure between l5-s1. After insertion the physician used the impactor and mallet to properly place the implant in the interbody space. While trying to put the implant in the optimal position, the peek spacer broke in half. Half of the peek spacer was removed and the other half was left in due to the potential complications of removal. The physician proceeded to implant an additional peek spacer of a shorter length to accomplish the desired implant footprint.